Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The flat reservoir was visually inspected and leak tested. The reservoir had wear at a fold in the reservoir shell. The reservoir had a large hole and leak from sharp instrument damage that most likely occurred upon explant. The pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing (krt) between the pump and the cylinder was worn to the filament. The pump passed the leak test and functional testing. Rear tip extenders (rte) 1cm and 2cm passed visual inspection and there were no visual damages or abnormalities found. Both cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the distal end and in the middle of the cylinder. This cylinder had a hole and a leak from wear in the proximal end of the cylinder. The second cylinder had wear at a fold in the distal end and in the middle of the cylinder. This cylinder had a hole and a small leak from wear in the proximal end of the cylinder. Based on the information available and analysis results, the reported clinical events were confirmed and the cause was traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis was removed as it did not work. Upon explant the cause of issue was determined to be a degraded left cylinder. Blood and tissue had infiltrated the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as it did not work. Upon explant the cause of issue was determined to be a degraded left cylinder. Blood and tissue had infiltrated the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.